Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failing operational check at defib test. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
No further investigation is warranted as this has been deemed a duplicate of MDR# 1218950-2018-00554, submitted (B)(4) 2018.